Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced when the returned device was tested with multiple olympus test scopes due to a printed circuit board failure (dr board). In addition, the evaluation found fluid invasion in the scope socket and a loose scope socket, the video connector socket did not secure paddles, causing image noise or loss of image when moved slightly due to loose paddles, corrosion on the usb connection on the front panel and corrosion noted on the front of the chassis. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of "fluid invasion in the socket" and "they plugged a wet scope into the socket." Upon inspection and testing of the returned device, it was found that no image was produced. This report is submitted due to no image produced. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 04-march-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.